Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited failure to capture on lv auto threshold. Technical services (ts) recommended thresholds evaluation. The lead remains in service. No adverse patient effects were reported.